Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 ¿ occupation: non-healthcare professional investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava (vc) perforation, embedded, thrombus, stenosis, unable/complex removal, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2011 via the right neck vein due to pulmonary embolism. Per a computed tomography (CT) abdomen/pelvis: "(abdomen) vascular: there is thrombus in the superior mesenteric vein occluding the vein. Thrombus extends into the portal vein. Several peripheral portal vein branches in the liver are thrombosed. Splenic vein is patent". (Pelvis): vascular: ivc filter in place. There is thrombus which appears be trapped below the ivc filter without ivc occlusion". "Conclusion: 1. Thrombus occluding the superior mesenteric vein. There also is thrombosis of several portal vein branches within the liver. No cause for thrombus is identified". Per an unsuccessful percutaneous filter removal: "2. An inferior venacavogram was performed demonstrating a tilted ivc filter below the renal veins. There may be a small amount of thrombus in the apex of the filter, but no significant clot burden. 3. Multiple attempts were made to remove the filter, but without success". "Multiple attempts were made to decrease the tilt of the filter using guidewires and catheters, but also without success". "The tip of the filter it appears adherent to the caval wall". Per a CT chest/abdomen/pelvis: "no pulmonary embolism". "Protrusion of multiple filter tines outside of the caval wall is also seen, the two most anterior of which enter the third portion of the duodenum...and project in the lumen". "Impression: 1. Significant interval canting of the patient's ivc filter with at least two, and possibly three tines now entering the duodenum as described above. An additional tine abuts the medial margin of the abdominal aorta. If possible filter retrieval is considered it is worth noting that the hook at the filter apex abuts the posterior wall of the ivc and is not definitively intraluminal in location based on today's imaging". Per the successful ivc filter retrieval: "rigid bronchial forceps were then advanced through the jugular sheath to the level of the filter which was successfully dissected away from the posterior wall of the inferior vena cava". "A 25 mm gooseneck snare was then advanced into the sheath with the top filter hook reengaged. The filter was removed in its entirety." "Impression: successful fluoroscopically guided removal of an indwelling ivc filter using rigid bronchial forceps. There is a persistent stenosis involving the inferior vena cava at the level of tilting. This was successfully balloon dilated with a 20 mm atlas balloon. Completion venogram demonstrates a normal inferior vena cava and iliac veins". "The procedure was well-tolerated without complication". Per an CT abdomen/pelvis: "complex ivc filter removal yesterday by ir [interventional radiology] "central filling defects in left lower lobe segmental and subsegmental pulmonary arteries concerning for acute pulmonary embolic disease. Right retroperitoneal (pericaval) hematoma with focal mild narrowing of the inferior vena cava secondary to mural thrombus at previous level of the ivc filter. Associated minimal focal duodenal mural edema/narrowing in the region where the ivc filter tine was previously seen to have eroded through the duodenal wall. No extraluminal gas".